Event description:
Replacing ventilator on patient. Ventilator passed sst, no error codes. Ventilator had an inoperable battery. Left ventilator running and unplugged from a/c power. Ventilator functioning properly on battery. Still sent to biomed for complete check.biomed found physical damage to the power connect. Power cord bracket replaced. Tests performed on vent, placed back in service.